Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for essential tremor and movement disorders. It was reported that the device stopped working for the patient and caller was not sure why. It was stated that an appointment was made to go over the device but patient was too ill from prostate cancer, to make it to the appointment. It was reported that patient went downhill and by may 28th they could no longer walk. It was stated that patient had other devices replaced and the caller confirmed devices were replaced due to normal battery depletion. No further patient complications were reported/ anticipated as a result of this event